Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: affected phase: preoperational check. Affected component: ambient valve. Failure effect: after performing the tightness test the device shows the message "release valve defect". Ventilation cannot start / ventilation continues. Root cause: defective ambient valve. Correction: replaced the ambient valve. The alarm disappears when the tightness test is completed successfully.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "release valve defective", blower timer is 101%.